Event description:
It was reported that during an unk procedure that the clip came out. There was no pt consequence.

Manufacturer narrative:
Broken cam. Eval summary: the analysis results for the el5ml device found that it was returned with the cam broken. The device was cycled and ejected the remaining clip due to the cam condition. A corrective action has been initiated to address the root cause of the broken cam issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.